Event description:
Revision spine surgery case (t3-pelvis) performed on (B)(6) 2015 by dr cree at mater hospital. The patient presented with a broken rod at t12. The original surgery (l3 to s1) was in (B)(6) 2008 and then revised (B)(6) 2009 due to adjacent level disease. Dr cree thought it was just metal fatigue and that the implants had performed well. None of the screws, hooks or set screws were loose - he was not requesting a report. The implants were not available for inspection. Patient initials (B)(6), (B)(6). X-ray photos are available. Product usage to follow. No further information is available.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.